Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a misplaced or defective expiratory membrane. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Event description:
According to the users, the device indicated "hose set leaking" during ventilation. Users then changed the tubing set. Flow sensor calibration was ok, but the leak test did not work. According to the users, the exp. Valve was also replaced, still did not work. I was able to reproduce the error on site. Leak test failed, with my test equipment (own hose set + exp. Valve) everything worked. Exp. Valves of the user show residues from possible medication nebulisation. White coating on exp.valve membrane. In the service software (test 13: exp.valve) the user's exp.valve could not maintain the pressure instead of e.g. 40mbar only 10mbar could be built up. No problems with my exp.valve. Other service software also o.b.